Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided wall power adapter, usb charging cable, and usb charging pad. Additionally, it was reported that the pump battery could not be charged. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received. There was no reported adverse impact to the customer. A new wall adapter usb charging cable, and usb charging pad was sent to the customer.